Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and consequently was not pacing (capturing.) The lead was explanted - with difficulty, as the lead separated and a remnant had to be snared and removed through the groin - and replaced. During the extraction, the right atrial (ra) lead was removed to aid in the extraction of the lv lead, so the ra lead was also replaced. Testing of the right ventricular (rv) lead during the procedure revealed high rv coil impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.